Manufacturer narrative:
Unit received with reservoir tube lip partially broken off, reservoir does stay locked in. Unit received with broken battery tube threads. Unit received with cracked case at reservoir tube window corners. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump is damaged. The customer's blood glucose reading was 220 mg/dl at the time of incident. Troubleshooting found that the o ring on the reservoir is falling out and the pump itself is broken off at the top of the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.